Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer alleged no delivery/occlusion during therapy. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2021 at 19:52, 19:54 during a bolus, (B)(6) 2021 at 10:04 during a bolus, and (B)(6) 2021 at 11:00, 11:04, 11:11, 11:13, 11:15, 11:17, 11:19, 11:52, 11:56 during a bolus in pump downloaded history. Test p-cap and reservoir locked into reservoir compartment correctly. Pump was cut open to perform visual inspection and dried insulin was found on the motor slide. The following were noted during visual inspection: serial number label missing, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked battery tube threads, missing display window/cover, and scratched case. In summary, pump passed required testing. Customer alleged for no delivery/occlusion during bolus was confirmed. Moisture damage was confirmed due to dried insulin on the motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a reoccurred insulin flow block alarm. Customer blood glucose level was 139 mg/dl. Customer was assisted with troubleshooting and insulin did not exit at the time of priming. It was unknown whether customer was using auto mode feature at the time of the event. No harm requiring medical intervention was reported. The pump will be returned for analysis.